Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the catheter caught on the lead while slitting. The catch was near the valve area and lead suture sleeve. The left ventricular lead had to be repositioned. A new catheter was used to complete the implant procedure. The left ventricular lead remains in use. No patient complications have been reported as a result of this event.